Event description:
Revision surgery was reported due to wear.

Manufacturer narrative:
Based on the implantation time (approximately 11.5 years per complaint form), other cases involving similar amounts of linear penetration have been reported in the literature for liners paired with zirconia heads.